Event description:
It was reported that balloon rupture occurred. The target lesion was located in a ventriculo-atrial shunt. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.